Event description:
It was reported that oversensing was noted on this lead via home monitoring approx. 56 months after the implantation. The lead was capped and a new lead was implanted. The associated ICD was prophylactically replaced in order to reduce the future surgeries. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegm revealed noise in the right ventricular and farfield channels, confirming the clinical observation. A decrease of the sensing amplitude in the farfield channel was observed. Based on the available information the root cause of the clinical observation was not determinable. For a root cause evaluation an analysis of the lead would be necessary. There was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. In the available iegm the occurrence of noise was confirmed. Based on the available data the integrity of the lead cannot be assured.